Event description:
Customer reports a f was having a CT procedure to rule out pulmonary embolism. At the end of the procedure they noticed a small infiltration about the diameter size of a nickel and 2 mm in height. Customer did report they had problems with the 22 ga ivp catheter before the procedure and believes this was the problem and not the injector. Pressure was applied to the site along with a warm compress. The pt infiltration site looked fine and she was transfer back to her room. The protocol used for this injection was for 3ml/sec for a total volume of 100ml of visipaque 320 contrast.

Manufacturer narrative:
Liebel flarsheim mfg report: field service engineer checked out the injector per service manual. Injector system operating per manufactures specifications. Injector returned to full service by the customer.